Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: damaged stent; subsequent removal additional stent implantation. Device issue: damaged stent. It was reported that the target lesions were the lad, lcx, om and ramus. Three stents were successfully placed in the lcx, om and ramus. The 2.75 x 28 mm promus stent delivery system (sds) was advanced to the lad, but it failed to cross the lesion. The sds was being removed and the stent dislodged from the balloon remaining in the vessel. While attempting to snare the stent it became caught on the previously placed 2.75 x 23 mm promus at the lcx. The 2.75 x 23 mm promus stent became stretched and the decision was made to remove this stent also. During the removal of this stent, the 2.75 x 23 mm promus and 2.75 x 18 mm promus placed in the om and ramus were stretched. Finally, all four of the stents were removed, and the lesions were re-stented new stents of the same sizes without any further complications. No additional event or patient information is available.

Manufacturer narrative:
The 2.75 x 28mm promus (part 1009528-28b lot 8072941) has been filed under (mrf# 2024168-2009-02461. The 2.75 x 23 mm promus (part 100928-23b, lot 9080441), indicated has been filed number MFR# 2024168-2009-02462. The 2.5 x 12 mm promus (part 1009527-12b lot 9080441), indicated has been filed number MFR# 2024168-2009-02463.